Manufacturer narrative:
Batch review performed on 14 december 2020: lot 183024: (B)(4) items manufactured and released on 26-jul-2018. Expiration date: 2023-07-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with 2 other similar reported event.

Event description:
The patient came in after 3 months from the primary surgery due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the insert and the surgery was completed successfully.